Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 67 mg/dl and food was consumed to address the bg level. The customer was a new pump user and the cause of the low bg was not reported. Although multiple attempts were made, the contact did not reply to the request for more information.